Event description:
It was reported that this was explanted and replaced due to impedance issues and high captured thresholds. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there were dried body fluid and tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 170mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with clavicle/first rib damage. Analysis concluded that the clinical observations of high capture threshold and pacing impedance high were likely caused by the confirmed fracture.

Event description:
It was reported that this was explanted and replaced due to impedance issues and high captured thresholds. No adverse patient effects were reported.